Event description:
In june 2002, the patient was seen at the implant center for device evaluation. Patient reported poor progress and percept problems. Testing performed indicated that there were out of normal range impedance values on two channels. A company representative reviewed these findings and recommended that an x-ray and CT scan be performed to verify the position of the array in the cochlea. In july 2002, the surgeon reviewed the x-ray and indicated that 4 electrodes were outside the cochlea. A company representative recommended that programming adjustments be made. On october 24, 2002, the center notified the company that the device was explanted in 2002. A CT scan revealed a migrating electrode.